Manufacturer narrative:
Device received with no button response due to corroded keypad traces. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to no button response. No unexpected beeping, blank display or black display during testing. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with missing display window cover, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons on the insulin pump was not responding. The customer¿s blood glucose level was 16 mmol/l at the time of the incident. Customer stated that the insulin pump had blank display and the display did returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.